Manufacturer narrative:
It was noted by the manufacturer's subsidiary that the unit is a spare part and is not in the surgery room.

Event description:
It was alleged that during the use of the device for a non-clinical activity, after sampling the heater cooler heat exchanger outputs (oxygenator, cardioplegia, thermal mat pad), magnifying examination allegedly showed presence of mycobacterium chimaera. The manufacturer has requested a copy of the report detailing evidence of bacteria presence, but has not yet received said report. There was no patient involvement.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The manufacturer requested a copy of the bacterial testing report, but it was never received. It is known from previously submitted complaints from the same facility that multiple species of mycobacteria are tested, but m. Chimaera was not listed as one of them.